Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due the door not recognizing an open-door state. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection determined the cause to be corrosion on the lower auxiliary flex, the lower auxiliary sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize an open door state. No additional information is available.